Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to infuse. An imiglucerase infusion was set up to run for one hour. The bag was hung as a primary infusion on the novum pump and programmed ¿according to label.¿ the pump alarmed the infusion was completed after one hour. However, upon inspection, the bag was found to be ¿full.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.